Event description:
Ems personnel were attempting to treat a pt with a gunshot wound. During transport, the pt went into bradycardia, followed by pulseless electrical activity and then a brief period of asystole. Drug therapy was administered and the pt went into v-fib. An attempt was made at countershocking the pt and allegedly the device would not charge. Connections to the paddles were verified and a second unsuccessful attempt was made. The pt reverted to pulseless electrical activity and was delivered to the emergency department. The pt was not resuscitated, however the reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.